Event description:
It was reported that the unit did not operate upon first use. It was further reported that the unit operates intermittently (i.e., goes on and off) and on occasion works normally.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.